Event description:
The manufacturer became aware that a family member of a user is alleging the continuous positive airway pressure (CPAP) device delivered to her mother was the wrong product or that the CPAP may have caused her mother's death. The user was a resident of a hospice care facility. No other information is available at this time. The manufacturer's investigation is on going. Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
The manufacturer made numerous attempts to gather information and to request the return of the devices for investigation. To date, no further information has been received, and no product has been returned. The patient was on hospice in a facility when she passed away while on the CPAP. Product labeling states: "this device is not intended for life support." The philips respironics dreamstation systems deliver positive airway pressure therapy for the treatment of obstructive sleep apnea in spontaneously breathing patients weighing over 30 kg (66 lbs). It is for use in the home or hospital/institutional environment. The user is cautioned "contact your health care professional if symptoms of sleep apnea recur. If you notice any unexplained changes in the performance of this device, if it is making unusual or harsh sounds, if it has been dropped or mishandled, if water is spilled into the enclosure, or if the enclosure is broken, disconnect the power cord and discontinue use. Contact your home care provider. Based on the information available at this time, the manufacturer is unable to confirm the allegations of "wrong product was delivered" and that "CPAP may have caused her mother's death". The manufacturer concludes no further action is required. If additional information is received, or if the device is returned to the manufacturer, a follow up report will be filed as appropriate.